Manufacturer narrative:
The electronic log file was available for investigation. The reported event could be reconstructed by means of the information stored therein. The apollo detected a deviation of the motor position an reacted as specified for such situation by generating a visible and audible ventilator fail alarm. In such case manual ventilation and monitoring remain available to continue the case. A contact problem inside the motor (e.g. Due to a worn collector disc) is considered the most likely root cause. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a case the device alarmed "ventilator failure." The patient was ventilated manually and there was no patient injury reported.